Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a visible oxidation inside the driveline connector can be confirmed. Visual inspection of the returned hm3 modular cable (lot #204037) revealed dark brown discoloration of the inline connector bend relief and the controller driveline connector bend relief. There was a light discoloration on the outer insulation. Visual inspection of the driveline connector revealed a green residue outside and inside the connector. The pins inside the driveline connector and the inline connector were intact. The returned modular cable was functionally tested while connected to the returned system controller hsc-107462, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable passed electrical testing without issue. In conclusion, the green residue observed in the driveline connector appeared to be related to the returned system controller hsc-062219. Shop order (B)(4) was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use rev c ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage to the black power lead on controller with visible oxidation on the driveline connection. There were low voltage alarms that occurred while on the mobile power unit (mpu) and charged batteries. A controller exchange was performed in clinic to new controller. During that exchange, oxidation was seen at the driveline connection and a decision was made to perform a modular cable exchange. There was another controller and modular cable exchange performed. During the modular cable exchange, arrows on the pump cable and modular cable were inline however difficult to connect. Once connected, it was difficult to get the cap from the pump cable to grip the modular cable to secure the connection. Related manufacturer reference number: 2916596-2021-07243; 2916596-2021-07245; 2916596-2021-07247.